Event description:
The pt experienced a burning sensation around the neurostimulator following car collision with a cow. This caused an injury to her back. It was noted that the pt had a 'wetting accident" after laughing which had not happened since the implantation of the device. She also reported that she had diarrhea that began last night though she did not feel sick. She was at home in good condition. Add'l info was requested.

Manufacturer narrative:
(B)(4).